Event description:
A nurse reported to baxter (B)(4) that a home patient (hp) experienced an issue with her homechoice (hc). Reportedly the usual therapy ends every morning with an injection of 1.5 l of extraneal and starts every night with the initial drainage of extraneal (initial drainage is programmed on 1200 ml on the homechoice). The patient started the therapy with initial drainage but the homechoice displayed only 508 ml instead of the whole quantity of extraneal injected the morning. Reportedly, the nurses had stopped the therapy and asked the patient to go to the hospital in the morning because there was a risk for the patient to start injection if her stomach was still full. At the hospital, the nurses stated that the weight of the patient was the same as if she had an empty stomach. The nurses tried to drain the patient, but in fact the patient has an empty stomach. The nurses have also checked if there is a problem with the catheter, but the catheter was permeable (they tried to inject and drain a liquid and there was no problem). There was no injury reported with this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A customer contacted the baxter technical service center to report inaccurate fluid reading. The reported condition was not confirmed. No troubleshooting was done. The assignable cause was undetermined. The device was not returned for evaluation. Review of the service dates and activities revealed the previous return of the device was not for the reported problem.